Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had meningitis 4 times since (B)(6) 2016 while implanted. The device has been explanted in (B)(6) 2018 and a dural repair was performed during the explantation surgery. Further information has been asked to the field.

Manufacturer narrative:
Conclusion: according to received information, the recipient suffered from recurrent meningitis. No available information is pointing to the device having caused or contributed to the observed symptoms, and subsequent explantation, since the onset of this condition was several years after implantation. Given the otherwise extremely prolonged incubation period, the source of the infection was most likely a device unrelated or pre-existing condition. Reportedly, inner ear malformations and cerebrospinal fluid (csf) leakage were present. These factors are associated with an increased risk of meningitis even without a history of otological surgery. Additionally, device investigation revealed damage to the active electrode, likely caused by device minute mobility. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user was implanted in august 2007. Since june 2016 the user had 4 episodes of meningitis which were reportedly caused by bacterial meninges. The user was treated with antibiotics and hospitalized for about 20 days after each episode. The user was vaccinated against meningitis prior to the implantation and has no preoperative history of meningitis. The user has a common cavity and after implantation had cerebrospinal fluid (csf) leakage. Despite the common cavity there was no report of csf leakage prior to being implanted. A CT revealed a large vestibule with ca. 70% of cochlear dysplasia and an intracranial common channel with the inner ear. According to the surgeon there was no reason to believe that the use of the device may have caused meningitis. The device has been explanted in april 2018 and a dural repair was done at the time of explantation.